Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleges that patient experienced and continues to experience severe pain, discomfort and inflammation in hip, thigh and groin area. Patient also has been experiencing severe pain while walking or standing for long periods of time. Patient notices a loosening sensation in hip when walking. Additionally, it is alleged that metal ions are being released into patient's blood. Patient will likely need to undergo revision surgery in the future. Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is a resident of (B)(6). Update (B)(4) 2013- pfs and medical records received. Part/lot was provided. Operative notes indicated that the patient was revised due to dislocation. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2872143 and 2899583 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the patient hasn't been revised as previously stated. During the doi the stem was noted to sit 5mm proud. The femoral neck cut was 5mm above the lesser trochanter. The stem was left in as is. No labs have been provided for the alleged high metal ions. The stem is being added for the alleged high metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).